Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported events as follows: precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. - abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient presented vomiting/nausea and abdominal pain. Confirmed on the CT scan that the balloon was hyperinflated." Device was removed and replaced.

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis. A visual examination was performed on the device, and noted the received balloon was deployed, and the shell was noted to be discolored, as it was light blue in appearance. Yellow and white particulate matter was noted on approximately 85% of the outer surface of the shell and center patch. A valve test was performed, and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from three openings near the radius of the shell. Under microscopic analysis, all openings were noted to have striated edges, consistent with damage from a surgical tool and device removal activities. Material degradation was noted on the shell and center patch.